Manufacturer narrative:
This report is for an unknown screws: cortex: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision due to the unknown broken cortical screw. The screw was broken into two pieces. The distal tip of the screw was left in the pubic symphysis. The patient outcome is unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown), unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).